Event description:
Boston scientific crm received information that this pacemaker was explanted for normal battery depletion and returned with no performance allegations. No adverse patient effects were reported. Initial testing revealed the device did not meet the projected longevity. The device was forwarded for detailed testing.

Manufacturer narrative:
The product has been received and is currently being analyzed. Upon completion of analysis, this event will be updated. Upon receipt at our post market quality assurance laboratory, the device passed a series of automated diagnostic testing that verifies the pacing, sensing, and recording functions of the device commensurate with battery voltage. The device then failed routine longevity calculations, suggesting possible premature depletion. Invasive analysis was performed in which the device casing was opened, and the mixed mode integrated circuit (mmic) was removed from the hybrid. High powered visual inspection revealed damage to the surface of the mmic and electrical runs. The various locations of the scratches created a high current condition which in turn shortened the device's longevity. These damage did not affect pacing or sensing function.